Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the secondary infusion backflowed to primary bag. "Patient was here receiving dacogen. The pump was set up with a ns bag as the primary and the dacogen hooked into the primary as a piggyback. The infusion was started. After about twenty-five minutes into the infusion, the patient called me over. I realized the dacogen bag was empty even though it was to run over an hour. I double checked and the rate was set correctly, and both lines were unclamped. After inspection, I noticed that the ns bag was extremely full. The dacogen had backed up into the primary ns bag instead of flowing into the patient. To ensure the patient got all of his dacogen, I infused the normal saline (now mixed with the dacogen) bag into the patient. The tubing was kept to be inspected."

Event description:
It was reported that the secondary infusion backflowed to primary bag. "Patient was here receiving dacogen. The pump was set up with a ns bag as the primary and the dacogen hooked into the primary as a piggyback. The infusion was started. After about twenty-five minutes into the infusion, the patient called me over. I realized the dacogen bag was empty even though it was to run over an hour. I double checked and the rate was set correctly, and both lines were unclamped. After inspection, I noticed that the ns bag was extremely full. The dacogen had backed up into the primary ns bag instead of flowing into the patient. To ensure the patient got all of his dacogen, I infused the normal saline (now mixed with the dacogen) bag into the patient. The tubing was kept to be inspected."

Manufacturer narrative:
Correction on initial report : d.1, d.4 & d.11.